Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The catheter was mashed and kinked 6cm from the tip. Internal wires were broken in the connector neck. The inter wires were pulled, stretched inside the connector therefore, no testing was possible. Based on the evaluation, the complaint has not been confirmed. The root cause of the problem stated is mishandling of the catheter. No further investigation or corrective action is anticipated. A review of quality records for both the finished good and the component found no discrepancies.

Manufacturer narrative:
UDI -- unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the icp had no value reading. There was a back contact between yellow fibber and white plastic. The fibber was taken off via revision surgery and a second one was implanted.